Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, video controller board and display adapter board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.